Event description:
It was reported that during a routine follow up of this device fc1003 related to a premature battery depletion error code was triggered. No adverse patient effects were reported. The device remains implanted to date.

Event description:
It was reported that during a routine follow up of this device fc1003 related to a premature battery depletion error code was triggered. A review of the device data by technical services (ts) confirmed that the power consumption of this device was increasing in a gradual fashion. Ts recommended that the device be replaced or have the battery reevaluated in ninety days. No adverse patient effects were reported. The device remains implanted to date.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during a routine follow up of this device fc1003 related to a premature battery depletion error code was triggered. A review of the device data by technical services (ts) confirmed that the power consumption of this device was increasing in a gradual fashion. Ts recommended that the device be replaced or have the battery reevaluated in ninety days. Additional information noted that the device was explanted. The device will not be returned as it was retained by the hospital. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up of this device fc1003 related to a premature battery depletion error code was triggered. A review of the device data by technical services (ts) confirmed that the power consumption of this device was increasing in a gradual fashion. Ts recommended that the device be replaced or have the battery reevaluated in ninety days. Additional information noted that the device was explanted. The device will not be returned as it was retained by the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the describe event or problem field.

Event description:
It was reported that during a routine follow up of this device fc1003 related to a premature battery depletion error code was triggered. A review of the device data by technical services (ts) confirmed that the power consumption of this device was increasing in a gradual fashion. Ts recommended that the device be replaced or have the battery reevaluated in ninety days. Additional information noted that the device was explanted. The device will not be returned as it was retained by the patient. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up of this device fc1003 related to a premature battery depletion error code was triggered. A review of the device data by technical services (ts) confirmed that the power consumption of this device was increasing in a gradual fashion. Ts recommended that the device be replaced or have the battery reevaluated in ninety days. No adverse patient effects were reported. The device remains implanted to date.

Manufacturer narrative:
This report is being filed to update the patient identifier.